Manufacturer narrative:
Upon receipt, the lead was found dissected at some 14,5 cm distal to the is-1 connector pin. It is reasonable to assume the fragmentation originated during the explantation procedure. The analysis of the lead demonstrated a rubbed through insulation in the region of the tricuspid valve. This insulation damage can be considered as the root cause for the clinical observation of oversensing as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the tricuspid valve should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. Further damages resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that the patient received two inappropriate shocks during exercise with his left arm. No other adverse patient side effects were reported.